Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the device fell off event could not be determined. The devices was returned with moderate amount of adhesion residue left on the foam pad, but due to the used condition upon receipt, the original adhesion properties could not be verified.

Event description:
Ae assessor reported that the patient reported that she had an issue with some v-go devices falling off prematurely.